Event description:
As reported to coloplast, though not verified, between (B)(6) 2018-(B)(6) 2020: back pain, abdominal pain and abdominal cramps, cystitis, atrophic vaginitis, urinary frequency, pelvic pain, vaginal pain and pressure. Lower urinary tract symptoms that are worsening. Symptoms include acute pain in urethra, urgency, frequency, feelings of incomplete emptying. Noted on exam- palpable mesh in the vagina and inflammation around the urethra and bladder neck causing pelvic pain and difficulty with intercourse. Pelvic pain, exposure of implanted vaginal mesh into vagina, high-tone pelvic floor dysfunction, oab, incontinence without sensory awareness. Dyspareunia (partner was cut by mesh during intercourse), mesh exposure, pelvic pain, vaginal pain, difficulty walking with right thigh pain, urinary leakage, frequency, incomplete bladder emptying, dysuria, nocturia, chronic constipation, occasional fecal incontinence. On vaginal exam painful mesh cords are palpated, exposed mesh is noted. Urodynamics: hypermobile bladder neck. On (B)(6) 2019 removal of tvt [gynecare] sling, removal of aris sling, urethral lysis, removal of vaginal mesh, abdominal paravaginal, removal of abdominal mesh from the rectus muscles, removal of mesh from the obturator internus muscles on the left and the right, removal of mesh from the adductor muscles bilaterally, anterior colporrhaphy ¿ general anesthesia. Claimant discharged to home with catheter, jp drain, vaginal packing and staples. Post-op chest pain, adverse effect of pain medication, elevated lfts, atelectasis. Uti, urinary leakage with, laugh/ cough/ sneeze, urgency. Pelvic floor dysfunction, diffuse tenderness on palpation to suprapubic area and bilateral lower quadrants of abdomen. Evaluated for neck, thoracic and lower back pain, bilateral groin pain, occasional bladder incontinence [secondary to chronic interstitial cystitis]. Noted that it is possible that some of her lumbar pain may be referred from abdominal problems. Pelvic pain, oab, dyspareunia, high-tone pelvic floor dysfunction, oab. Between (B)(6) 2018-(B)(6) 2020: back pain, abdominal pain and abdominal cramps, cystitis, atrophic vaginitis, urinary frequency, pelvic pain, vaginal pain and pressure. Lower urinary tract symptoms that are worsening. Symptoms include acute pain in urethra, urgency, frequency, feelings of incomplete emptying. Noted on exam- palpable mesh in the vagina and inflammation around the urethra and bladder neck causing pelvic pain and difficulty with intercourse. Pelvic pain, exposure of implanted vaginal mesh into vagina, high-tone pelvic floor dysfunction, oab, incontinence without sensory awareness. Dyspareunia (partner was cut by mesh during intercourse), mesh exposure, pelvic pain, vaginal pain, difficulty walking with right thigh pain, urinary leakage, frequency, incomplete bladder emptying, dysuria, nocturia, chronic constipation, occasional fecal incontinence. On vaginal exam painful mesh cords are palpated, exposed mesh is noted. Urodynamics: hypermobile bladder neck. On (B)(6) 2019 removal of tvt [gynecare] sling, removal of aris sling, urethral lysis, removal of vaginal mesh, abdominal paravaginal, removal of abdominal mesh from the rectus muscles, removal of mesh from the obturator internus muscles on the left and the right, removal of mesh from the adductor muscles bilaterally, anterior colporrhaphy ¿ general anesthesia. Claimant discharged to home with catheter, jp drain, vaginal packing and staples. Post-op chest pain, adverse effect of pain medication, elevated lfts, atelectasis. Uti, urinary leakage with, laugh/ cough/ sneeze, urgency. Pelvic floor dysfunction, diffuse tenderness on palpation to suprapubic area and bilateral lower quadrants of abdomen. Evaluated for neck, thoracic and lower back pain, bilateral groin pain, occasional bladder incontinence [secondary to chronic interstitial cystitis]. Noted that it is possible that some of her lumbar pain may be referred from abdominal problems. Pelvic pain, oab, dyspareunia, high-tone pelvic floor dysfunction, oab. No other adverse patient effects were reported.

Manufacturer narrative:
Lot #5674315-088. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.